Event description:
Same case as: 2134265-2015-00199. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink¿ plus and an unspecified size rotawire were selected for treatment. Upon removal of the devices, resistance was encountered in an unspecified guide catheter and further observed that the burr was stuck on the wire. The whole system was removed together. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. The device was returned connected to the catheter. The guide wire was returned inserted in the rotablator plus unit and was removed without any issues. Visual examination noted no issues with the device. The advancer knob was locked upon return in a backward position and was loosened and advanced in order to inspect the handshake connection which also noted no issues. A handshake connection test and a tug test was attempted and no issues were noted. The drive shaft, coil and sheath were inspected and no damage was noted. A wet testing was performed and the device did not reach any speed and stalled. The device was dismantled and a melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
Same case as: 2134265-2015-00199. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and an unspecified size rotawire were selected for treatment. Upon removal of the devices, resistance was encountered in an unspecified guide catheter and further observed that the burr was stuck on the wire. The whole system was removed together. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.